Event description:
Customer reported that the radical-7 had an issue with measuring the spo2 in a maternity and neonates department. The radical-7 was not able to display a value for spo2 when it was placed on a newborn. The baby went through a difficult delivery and was diagnosed with poor health. He was placed under oxygen. They use to work with the m-lncs neo (pn 2514). None of the devices could give a spo2 value. Then they transferred the baby under a philips monitor with a masimo cable and sensor. They had a brief value during a few seconds and then there was none.

Manufacturer narrative:
The device was returned on 06/13/2014 to the manufacturer for eval. Once the investigation on the unit is performed, a f/u report will be submitted. Info was provided to masimo that the newborn pt is back home with his parents now without anymore problems reported.